Event description:
It was reported that during an unknown procedure, the clip is crossing. The device has function problems. The customer is reporting two damaged units. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.